Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The kv were measure within specification during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system had a physicist discrepancy regarding maximum kv too high. No patient injury was reported.